Event description:
It was reported to physio-control that the customer's device did not give any voice prompts when it was powered on. Without voice prompts, the device user would not receive instructions on how to use the device and, as a result, may not be able to deliver defibrillation therapy to a patient if needed.there was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Due to the device being out of its warranty period, the customer declined to release the device for further evaluation and requested to have the device returned. A cause of the reported failure could therefore not be determined.